Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular lead exhibited high thresholds and noise. No testing or measurements were acquired from the lead. An attempt to obtain additional pertinent information was unsuccessful. This right ventricular lead was surgically abandoned and replaced. No additional adverse patient effects were reported.